Event description:
Patient scheduled for left arthroplasty, total hemi revision due to left shoulder glenoid loosening. A polyethylene glenoid that had broken through the keel was removed intraoperatively.